Event description:
The customer reported that an IV set leaked during levophed infusion.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Undetermined or unknown cause. The customer reported that the IV set leaked during levophed infusion was confirmed. During the visual inspection it was noted that the silicone segment had a small amount of fluid leaking directly below the upper fitment. The lower fitment slide clamp was in the closed or (out) position and roller clamp was closed. There were no crush marks observed on the upper fitment. Functional testing was performed and leak was observed during IV set gravity priming. A small tear was noted in the silicone segment below the upper fitment. The root cause of the customer¿s report that the IV set leaked during levophed infusion was identified as a small tear in the silicone segment below the upper fitment.